Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic thoracoscopic subtotal esophagectomy, while in the abdomen, the pneumoperitoneum could not be maintained, and the devices made noise. The seals were damaged and another device was used to complete the case. There was no patient injury.